Event description:
Clinical study. Same case as MFR #6000089-2004-01146. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal rca with 100% stenosis and a 3.4mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.5 x 32 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the 1st ob marg with 95% stenosis and a 2.4mm refernce vessel diameter. Target lesion 2 was treated with predilatation and placement of a 2.75 x 20 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt was discharged 2 days later. Three days later an emergency medical technician unit was dispatched to the pt's residence. The pt was found lying supine in bed apneic and pulseless. CPR was started. Initial rhythm was ventricular fibrillation and the pt was shocked and converted to asystole. The pt was intubated and transported to the ER with ongoing resuscitative efforts. In the ER the pt was pronouced dead. An autopsy was not performed.